Event description:
It was reported that during a trochanteric fixation nail procedure, the surgeon had difficulty inserting the helical blade through the nail. The blade would not advance because the locking mechanism was in the down position. The surgeon removed the blade and nail, and after first checking the locking mechanism, inserted a new nail and blade with no further problems. This is report 1 of 2 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 2 for complaint (B)(4).